Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer and his daughter-in-law reported the customer received a reading of 112 mg/dl on his adc blood glucose meter than was higher in comparison to an hcp meter reading of 63 mg/dl. On (B)(6) 2016 around 6-6:30 pm, the reading of 112 mg/dl was obtained, and the customer experienced symptoms of "drooling and leaning over to one side, and his eyes were starting to fall back", and he subsequently had a loss of consciousness. The customer's daughter-in-law treated the customer with orange juice with sugar. Paramedics were called and treated the customer with an unspecified intravenous fluid, and transported him to a hospital. Upon arrival at the hospital at 7:00 pm, the customer's blood glucose was measured at 63 mg/dl on an hcp meter, and he was diagnosed with hypoglycemia. He was treated with juice and crackers, and his insulin pump was disconnected. Two hours later, his blood glucose was measured at 115 mg/dl on an unspecified meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1530813 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
(B)(4). The statement of "his insulin pump was disconnected" should have stated "his pump was disconnected" as no information indicated it was an insulin pump.